Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's sister reported via phone call that the insulin pump was not working. The customer experienced high blood glucose levels. Customer's blood glucose level was over 600 mg/dl. Customer's current blood glucose level was 492 mg/dl. The customer treated her high blood glucose level with a manual injection. The device was not returned.